Event description:
Reporter alleged discrepant back-to-back blood glucose results of 177 mg/dl, 126 mg/dl, 90 mg/dl, and 85 mg/dl when tests were performed within 10 minutes apart on the compact plus system. The location in which the testing was performed was not provided. The customer drank juice as a result of the comparison. No adverse event was reported. A request was made for the return of the suspect device and replacement product was sent.